Manufacturer narrative:
Our quality department conducted a visual inspection of the returned device. The reservoir showed several needle marks, some of which were located on the guard. Two leaks were identified in the reservoir, both situated on the guard. The batch file has been reviewed, confirming that the reservoir complied with our specifications when it was released from production. In conclusion, the reservoir no complies with our specifications due to two leaks on the guard, which correspond to the observed needle marks. As specified in the instructions for use, the needle should only be inserted into the reservoir at the level of the reservoir dome. The root cause of this incident is attributed to misuse of the device by the user with the needle. This report is being resubmitted because the previous report sent on 12/18/2024 was not accepted (due to an incorrect follow-up number).

Event description:
On (B)(6) 2024, a physician found a broken reservoir with leakage for reference re-1021 (lot f23111835).

Manufacturer narrative:
On 2024-09-13, a physician found a broken reservoir with leakage for reference re-1021 (lot f23111835). This occured during the implantation procedure. There is no consequences for the patient. Only an explantation has been performed to remove the damaged device.

Event description:
On (B)(6) 2024, a physician found a broken reservoir with leakage for reference re-1021 (lot f23111835).